Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie failed. A technical support specialist confirmed that the issue had been resolved by the customer by recovering storage space. The system had functioned as intended after the customer resolved the issue. E1(initial reporter state - bc, initial reporter zip - v0t 1s0)

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a cubie failure. The customer stated that there is a possibility the malfunction occurred when the user was trying to issue medication to the patient, and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.